Event description:
The following events were noted through a periodic article review. On (B)(6) 2006, the pt underwent stenting of the left ica stenosis with an acculink stent for 80-99% stenosis. There were no complications and the pt was discharged the next morning. Over the next nine months, the pt developed asymptomatic, progressive recurrence of the left ica stenosis. Angiography in (B)(6) 2007 revealed a high-grade in-stent restenosis. This was treated with balloon angioplasty. No residual stenosis was noted. In (B)(6) 2007, angiography revealed 50% left in-stent restenosis and 95% stenosis of the right ica. This was not treated at that time. In (B)(6) 2008, the right ica was treated with an xact stent. There was no residual stenosis. In (B)(6) 2008, progressive flow disturbances were noted in the bilateral icas; the pt was asymptomatic. The plan was to operate on the right ica and retreat the left in-stent restenosis with balloon angioplasty. In (B)(6) 2008, fluoroscopic exam revealed a type iii fracture of the right carotid artery stent with associated 80% stenosis. On the left, in-stent restenosis was noted and retreated with balloon angioplasty. Two weeks later a right carotid endarterectomy was performed with extirpation of the xact stent. Specimen radiography confirmed the fracture. The pt did well and was hospitalized for 48 hrs. No additional info was provided.

Manufacturer narrative:
(B)(4). (B)(4). The unk rx acculink (part unk, lot unk), is being filed under a separate MFR#. Attachment: charles b.ross, md, et al; "carotid artery stenting for stenosis following cervical radiotherapy: report of early failure with associated stent fracture", published vasc endovascular surg onelinefirst, published on jul 29, 2009 as doi: 10.1177/1538574409335038. Eval summary: stent fracture can be a result of, but not limited to, stent material, post dilatation technique, anatomical motion resulting in stress/fatigue of the stent material and/or interaction with other device post deployment. In this case, the stent fracture was not noted at the time of stent implant, suggesting that the noted damage occurred post procedure. It is possible that the reported restenosis is a result of the reported stent fracture; however, this cannot be confirmed. It should be noted that xact instructions for use (IFU) lists restenosis as a known adverse pt effect. A definitive cause for the reported stent fracture and restenosis could not be determined. All xact stents are 100% visually inspected for damage during the mfg process. Additionally, a sampling of units is destructively tested to verify proper stent deployment.